Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increased threshold and upon fluoroscopy there was a suspicious area on the rv lead around the suture sleeve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.